Event description:
It was reported that the customer passed away while wearing the insulin pump. The cause of death was cardiac arrest resulting from diabetic ketoacidosis. The customer's husband stated that the diabetic ketoacidosis resulted from an unknown infection. The customer's husband stated that he believed the insulin pump extended the customer's life for a couple of years. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.